Event description:
There was no pt involved in this event. The device failed to power up. A device left in this fault mode, if undetected could result in the failure of the device to perform as intended if required.